Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please elaborate on the quality issue experienced with the product as per the discussion with the surgeon, he mentioned that there has been a change in the mesh material quality. He is experiencing difficulty during deployment due to this issue." Please clarify what you mean by "noticed some change in mesh material"? Mesh stifness. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an inguinal hernia procedure on (B)(6) 2025 and mesh was used. During the surgery surgeon opened a mesh, while cutting the mesh for application surgeon saw a shrinkage in mesh and noticed some change in mesh material. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6 investigation summary the product was returned to ethicon for evaluation. One open overwrap packet with a mesh piece was received for analysis. Product code pmii. During the visual inspection of the piece of the mesh, the knit was noted to be as expected. However, the mesh was noted to be cut likely caused by a surgical instrument. Based on the current condition of the returned sample, it is not possible to definitively determine the root cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.